Event description:
It was reported that the tube was arcing on the 9800 system. A "popping" noise was reported from the tube. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the x-ray tube. The system was tested and found to be working as intended and placed back into service.